Event description:
The pump had more volume than expected at the first refill visit since implant; the expected reservoir volume was 3.3 mls, the actual volume was 12.5 mls. The patient was not having symptoms as the dose had been routinely increased since the implant. The pump was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.